Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, had issue with the health site viewer. It shown data retrieval error while selecting the facility. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, had issue with the health site viewer. It shown data retrieval error while selecting the facility. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a data retrieval error. The technical support specialist (tss) identified that the issue occurred due to browser-based authentication pop-up requesting a username and password on google chrome/microsoft edge and required to disable this by hospital information technology department. The tss also advised the customer use ie as hstv, and the customer replied as they have only health sight viewer. The tss then applied the knowledge article "es database server performance troubleshooting", verified the database server, ran a query and identified that the d drive had a higher latency and follow-up with the product support engineer to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.